Event description:
Information was received indicating that during testing of this smiths medical cadd solis vip pump, the pump exhibited "error code 4130". No patient injury reported.

Manufacturer narrative:
Other, other text: device evaluation: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion sensor seal had a bubble. Review of the event history log showed occurences of "system fault 41301." The reported problem was not duplicated during functional testing. Not based on evidence and investigation, the complaint allegation was confirmed. The main board was replaced as a preventive measure. Corrected data: updated d10.